Event description:
This manufacturer report # 3005099803-2008-2919 contains incorrect information. Please refer to manufacturer report # 3005099803-2009-2088 for corrected information.

Manufacturer narrative:
A visual and functional examination of the returned device confirmed the reported event. A visual evaluation found that the cutting wire was discolored and the distal tip was split and appeared jagged. The device passed a functional evaluation which consisted of a bow test. A review of the device history record for the pertinent lot was performed; no anomilies were noted.

Event description:
It was reported to boston scientific corporationon in 2007 that a hydratome rx sphincterotom was used during an eendoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient ( age and weight unknown) the same day. According to the complainant, "it was noticed that once the device came out from the end of the scope that there was a piece of plastic fragment on the distal tip.they attempted cannulation resulting in bleeding to the papila . The bleeding stopped on its own." The physician completed the procedure with this device. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure.